Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. Technical support walked the customer through a pump reset, although functionality was not guaranteed, as the customer was flying internationally. A replacement pump with updated software was sent to the customer, who was instructed to put the existing pump into storage mode and return it within 10 days. The customer acknowledged the steps and procedures advised by technical support.